Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the downstream and upstream occlusion seal. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The dso and uso seals were replaced and the device passed all testing.

Event description:
It was reported that the downstream occlusion seal was damaged. The event had occurred during testing.